Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a temperature alarm while running. Reportedly, the pump was worn against the customer's skin. In addition, the customer received a malfunction alarm. Customer's blood glucose level was 260 mg/dl, which was addressed with a bolus delivery. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged malfunction issue was verified. Additionally, the alleged temperature alarm was verified in the pump logs; however, no failure was identified.